Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12067. It was reported the patient (puerto rico) experienced heating at the ipg pocket site while recharging. A replacement charger was sent to the patient which resolved the issue.

Manufacturer narrative:
(B)(4). This model number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.